Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The ventricular assist system was used for treatment, not diagnosis. The reported event indicated an issue with the performance of the controller. The device related to the event was exchanged without issue and there was no reported patient injury. The controller was returned to manufacturer for evaluation. The device performed per specification under various testing conditions, including ambient and elevated temperatures and was unable to duplicate the reported event. Review of the controller log files did not confirm the reported "controller failed' alarms; however, two "controller fault' alarms were logged at the time of the event. Further analysis indicated that the "controller fault' alarms were due to an aps failure resulting from a problem with an associated electrical component. The aps failure was not able to be reproduced during testing. Analysis of the log files indicate that the most likely cause of the reported event is an intermittent aps failure resulting from a problem with an associated electrical component. An internal investigation has been opened by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately three weeks after implant, this patient experienced a controller failed alarm. There were no symptoms or injuries and a controller exchange was successfully performed.